Event description:
A biomedical engineer (biomed tech) reported during rinse mode the hemodialysis (hd) machine powered down by itself with audible alarms. There were no diagnostic messages expected. When the biomed tech tried to power it back on there were several clicking noises and it would not power on. The black wire from the power switch to the power control board was discolored and showing signs of heat. There was no reported fire, spark, smoke or burning smell. The biomed tech was advised to change the power switch and the black wire. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported during rinse mode the hemodialysis (hd) machine powered down by itself with audible alarms. There were no diagnostic messages expected. When the biomed tech tried to power it back on there were several clicking noises and it would not power on. The black wire from the power switch to the power control board was discolored and showing signs of heat. There was no reported fire, spark, smoke or burning smell. The biomed tech was advised to change the power switch and the black wire. Additional information was requested.